Event description:
It was reported that during use in hand surgery, the tip of the suture hook broke. The tip was retrieved and the procedure was completed with an alternate suture hook. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
To date, the product has not been received for investigation. If the product is received, a follow up report will be sent. A review of product history for the past 2 years shows no other reported events for this product.